Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report from the cryolife representative, "I received a call from the cvor, from the carle foundation who was working with dr. (B)(6) in an avr CABG case today. She stated that dr. (B)(6) applied bioglue to a dry site and the glue was "really watery" and said that it "would never set up." They pulled another 10 ml syringe from a different box of glue that had a different lot number and it did the same. They then pulled another 10 ml syringe from a different box of glue that had a different lot number than the two that they tried before and he was able to successfully apply it." Additional information was received from the cryolife representative which indicated "the surgeon has experience with bioglue. The field was dry upon application and wiped clean after each failure to polymerize. The syringe had been primed." The syringes were discarded by the hospital, so no direct observations could be made. The manufacturing records for lots 14mut092 and 15mut007 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The root cause for the reported event could not be determined. The bioglue instructions for use (IFU) states "before using bioglue in the procedure, the syringe must be purged of the residual air space and the applicator tip must be primed," and "each applicator tip must be primed prior to bioglue application. Priming ensures the bioglue solutions are properly mixed." Additionally, "failure of bioglue to adhere to tissue" is listed in the IFU as a potential adverse event that may occur from the use of bioglue.

Event description:
According to the notification form from the cryolife representative, "I received a call from the cvor, from the carle foundation who was working with dr. (B)(6) in an avr CABG case today. She stated that dr. (B)(6) applied bioglue to a dry site and the glue was "really watery" and said that it "would never set up." They pulled another 10 ml syringe from a different box of glue that had a different lot number and it did the same. They then pulled another 10 ml syringe from a different box of glue that had a different lot number than the two that they tried before and he was able to successfully apply it."

Event description:
According to the notification form from the cryolife representative, "I received a call from the (B)(6), from the (B)(6) who was working with dr. (B)(6) in an avr CABG case today. She stated that dr. (B)(6) applied bioglue to a dry site and the glue was "really watery" and said that it "would never set up." They pulled another 10 ml syringe from a different box of glue that had a different lot number and it did the same. They then pulled another 10 ml syringe from a different box of glue that had a different lot number than the two that they tried before and he was able to successfully apply it."